Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had tea colored urine, rising hemolysis labs, and flows and power were elevating. Log files were submitted for review. The log file contained the onset of low flow hazard events on (B)(6) 2024 between 11:00 and 11:38. Flows dropped down to 0 lpm at one point. During the low flow event the log file recorded internal motor instability faults as well as increased motor power. It was noted that these parameters may indicated something was ingested and interfered with blood flow. The alarms did appear to self-resolve with the pump resuming normal operation. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events. The patient had a gated computed topography (CT). The impression found new eccentric filling defect at the proximal aspect of the outflow cannula resulting in at least moderate stenosis. This could have represented either thrombus or fluid collection within the outflow cannula. The patient was in the catheterization lab due to severe outflow graft stenosis. There were no changes to patient condition that may have contributed, and the patient was fully anticoagulated; there were no recent changes to pump parameters. They received 5 stents and the timing of all these events was when they were in the procedure. On (B)(6) 2024 the vad was decommissioned, due to the ventricular assist device (vad) most likely having thrombosis, with the patient receiving a balloon pump and inotropes and pressors. An exchange was not an option due to high risk. The outcome was device or therapy related and while the pump never stopped, the thrombus was not an expected outcome. The hemolysis resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis and suspected thrombus could not be confirmed through this evaluation as the device was not explanted for evaluation and no images were provided by the account. Review of the submitted log files revealed low flow alarms, followed by an increase in motor power and flow accompanied by brief motor instability faults. Although the account reported that these events occurred during the patient¿s stenting procedure, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis could not be conclusively established. Furthermore, a direct correlation between the suspected pump thrombosis and the reported hemolysis and pump parameter changes could not be conclusively established. The controller event log files collectively contained events from (B)(6) 2024. On (B)(6) 2024 transient low flow hazard alarms were captured. Following the low flow events, sudden increases in motor power and estimated flow were observed, which were accompanied by motor instability and rotor noise faults. Power and flow values downtrended throughout the remainder of the files. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump power and flow. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated based on power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.